Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery (l5-s tlif). The surgeon confirmed x-ray on (B)(6) 2016. And he found that the rod of l5 (left) and s1(right) loosened. Therefore the patient underwent the revision surgery on (B)(6) 2016. During revision surgery, the surgeon found that the blocker of l5 (left) and s1(right) loosened.

Manufacturer narrative:
Visual inspection, complaint history review, device history review, risk assessment. Manufacturing records were reviewed and no relevant manufacturing issues were identified. Inspection of the returned device confirmed slight indentation on the blocker base. These indentations are expected after final tightening, and the size of the resultant indentation suggests that final tightening was performed with less than optimal torque. The most likely cause of the customer reported event is the under-tightening of the returned blockers during final tightening.

Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery (l5-s tlif). The surgeon confirmed x-ray on (B)(6) 2016. And he found that the rod of l5 (left) and s1(right) loosened. Therefore the patient underwent the revision surgery on (B)(6) 2016. During revision surgery, the surgeon found that the blocker of l5 (left) and s1(right) loosened.